Event description:
It was reported that, during placement when attempting to remove the foley catheter during an exchange procedure, resistance was felt; upon inspection after removal, a bulge was observed in the balloon section. It was reported that 10 ml of sterile water was drawn out. Additionally, it was reported that hematuria occurred during removal, but it stopped afterward, and the catheter was successfully exchanged with a new one without any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.